Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was on friday the patient had a hard fall and their stimulation worked for maybe a half hour then it shut off and now it was not working at all. The pts stimulation was getting glitchy prior and was cutting off. When they noticed the stimulation was off they would have to turn the stimulation on with the controller and start up again and for an unknown amount of time the stimulation would cut out again. The patient reset the controller but that did not resolve the issue. Patient took the therapy off of the cycling program so it should run all the time but it did not help. The ins battery was at 100% for they were able to charge it a few days ago but it had used zero energy since then. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient did not see their pain doctor. They met with their manufacturer re presentative (rep) who reprogrammed their settings which did help the patient received pain relief, however the patient noted they had recently fell and the rep believed the patient should get x-rays to be sure the leads had not moved. The patient did not feel like they were getting the pain relief they had last year.